Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one photo and eleven physical samples were provided to our quality team for investigation. Upon inspection, damage to the barrel was observed between the 30¿40 ml marking on the scale. This type of damage results in incomplete seal between the stopper and the barrel as the stopper passes through the impacted area. As a result, a gap may form which can lead to leakage. A device history review was conducted for lot 2409027, and no deviations or non-conformances were identified during the manufacturing process that could have contributed to this observation. Products from this manufacturing line are routinely sampled and subjected to visual and functional inspections throughout various stages of production, in accordance with established procedures. No concerns related to the reported concern were identified during these inspections. Although no direct manufacturing issue was found, the observed damage suggests it likely occurred during the assembly process. Manufacturing personnel have been notified to increase awareness and help prevent recurrence. Our quality team will continue to monitor complaints related to this device and condition for any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: we are experiencing that several of the syringes are leaking at the plunger, which results in medication spilling onto our hands when we draw it up ¿ and the syringe also draws in false air. It is also observed that the syringe is leaking at the plunger when administering a bolus via pump. When did the incident occur? During use photo shared shows damaged barrel in the syringe